Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was revealed there were invalid characters from the patient's pacemaker preventing transmissions from being processed on (B)(6) 2020. Since then, the transmissions have been processed successfully. The patient was asymptomatic.

Event description:
New information notes the patient's pacemaker was preprogrammed on (B)(6) 2021.